Event description:
Customer reported problems with her sensors. She stated her threshold suspend alarm keeps alarming on her insulin pump and the reading on her sensor is off with the meter reading. The customer tested her blood glucose with a fingerstick and it was 108 mg/dl. Troubleshooting found the percent difference between her sensor glucose and blood glucose reading was 18.1%, well within the recommended 25% difference. Customer is advised the issue could be attributed to pressure at the site of the sensor. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.